Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) lead exhibited noise. The ra lead was explanted and replaced. Three days post ra lead revision, noise was observed on the right ventricular (rv) lead. The noise was oversensed resulting in two seconds of pacing inhibition. The patient was asymptomatic. Noise was unable to be reproduced with patient isometrics. Boston scientific technical services (ts) discussed troubleshooting options. Programming changes were made and the physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.